Manufacturer narrative:
The user experienced hypoglycemia requiring emergency medical evaluation while using the ilet. This type of event may require prompt assessment, particularly when symptoms such as grogginess are present. Engineering log review confirmed hypoglycemia on the reported event date, and the ilet was functioning as intended, appropriately reducing and suspending insulin delivery in response to falling glucose levels, with no device malfunction identified. Device data indicates the hypoglycemic event occurred following a period of hyperglycemia associated with reported intake of an unusually large amount of carbohydrates without a corresponding increase in meal announcement, which may have resulted in excess insulin delivery relative to physiological needs. The user remained able to self-treat and did not experience loss of consciousness or seizure, indicating no severe cognitive impairment. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 19-feb-2025, the user reported experiencing a hypoglycemic event requiring evaluation in the emergency room. The user went to bed with a blood glucose of 182 mg/dl after consuming an unusually large meal consisting of pizza and a donut. The user awoke early the next morning feeling groggy with blood glucose readings reported as ¿low¿ and self-treated with juice prior to calling emergency medical services. The user was transported to the emergency room, evaluated, and released the same day without additional treatment. The user reported no loss of consciousness and resumed ilet therapy following the event.